Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 77,360 joules during a prostate procedure. The procedure was continued with an additional fiber, which was also reported (reference MFR report numbers 2937094-2012-00260) and completed with another fiber. No patient or end user injury was reported. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00258).

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.